Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: reboots were observed in the black box download. Battery compartment is cracked alongside of pump. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. Battery cap contact height/width found within specifications a test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised 24 hours with test cap with no further power issues occurring. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.